Event description:
On (B)(6) 2011, pt had a stryker rejuvenate hip device placed in her left hip. On (B)(6) 2012, stryker issued a voluntary recall for the rejuvenate modular stem and neck. On (B)(6)2013, pt became symptomatic and had stryker rejuvenate hip device explanted and underwent revision of total hip arthroplasty.